Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) caused inappropriate shock due to atrial fibrillation (af) with rapid ventricular response. Follow up was conducted to no avail. The device is still in use. No further patient complications have been reported as a result of this event.